Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. A review of the event history log identified system error 345 messages as evidence of the reported issue. Troubleshooting the device did not reproduced the issue. Inspection of the upper and lower thermistor readings were found to be within specification. Evaluation determined the assignable cause to be a failed ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity) during testing in the biomed service department. There was no patient involvement. No additional information is available.